Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported district nurse rang as couldn't get venous return from PICC line and when flushed, dressing became wet. Asked for assessment of PICC line fracture. No venous return from PICC and when flushed, leaked out from dressing. PICC line removed and fracture in line observed in secure cath. PICC was inserted in left arm and used for chemotherapy drugs. There was no impact on the patient on this occasion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 4 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported district nurse rang as couldn't get venous return from PICC line and when flushed, dressing became wet. Asked for assessment of PICC line fracture. No venous return from PICC and when flushed, leaked out from dressing. PICC line removed and fracture in line observed in secure cath. PICC was inserted in left arm and used for chemotherapy drugs. There was no impact on the patient on this occasion. No other information was provided.